Event description:
It was reported that noise was observed on the egm. The noise appeared characteristic of a lead fracture. The pt received inappropriate therapy as a result of noise and t-wave oversensing. Additional testing was discussed, including performing a chest x-ray and isometric testing to try and reproduce the noise. It was later reported that the lead and ICD were explanted and replaced.